Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump would get stuck in the prime sequence. The customer stated that the insulin pump would sometimes perform the prime but other times would not. The customer stated that they were experiencing high blood glucose and could not troubleshoot at the time of the call. The customer did not provide their blood glucose value. The customer did not return the product back for analysis.